Event description:
Reportedly, the device was found in standby-mode. The date and the cause the device switched in standby mode are required.

Event description:
Reportedly, the device was found in standby-mode. The date and the cause the device switched in standby mode are required.